Event description:
Clinical narrative: a publication was located and reviewed that documents a 5.5 pump support. The publication details a 69 year old male patient in heart failure on inotropes. The 5.5 was utilized for hemodynamic support while patient bridged to a left ventricular assist device (lvad). The patient was anticoagulated with heparin. When the pump was delivered the team observed bilateral cerebral microemboli displayed as high intensity transient signals (hits). The same was observed 3 weeks later when in the operating suite for the lvad delivery. The publication speaks to 2 possible causes related to the pump use, as either/or sheer stress activated platelets and cavitation. The patient had no neurological issues associated with the event/emboliztion. The patient has survived the event.

Manufacturer narrative:
A1. Patient identifier, a3a. Sex, a3b. Gender, a4. Weight of the patient, a5. Ethnicity, and a6. Race are unknown. D4. Lot, serial, primary UDI number, catalog, and expiration date are unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.